Manufacturer narrative:
Concomitant medical products: 419678 lead; 694765 lead, implanted: (B)(6)2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead observed a warning for low impedance. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient presented with heart failure symptoms. The right atrial (ra) lead exhibited high thresholds and undersensing. Reprogramming of this lead failed to resolve the issue. This lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.